Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540-541 mg/dl. The cause was determined to be air bubbles in the infusion set tubing. The customer primed out tubing and successfully corrected high bg.